Event description:
It was reported that the patient experienced increased pain. An MRI was performed in 2008. The study was limited due to the patient's severe kyphosis as well as patient movement. The study was reported to be markedly limited on axial evaluation of the upper thoracic spine. Given the limitations, no evidence of mass, herniated nucleus pulposus or significant stenosis was noted. There were compression deformities of t7, t8 and t12 which appeared to be chronic. There was increased signal at t12 suggestive of edema. There was slight retropulsion of the t12 vertebral body which appeared to result in probable moderate canal stenosis at this level. Info later received from the hcp indicated that notes from that day shows subtle enhancement at t8 which is consistent with a granuloma along the catheter tip. On nineteen days later, the morphine and marcaine intrathecal dose per day had been decreased. The patient did not have any other symptoms. Further info from the hcp indicated that he was hesitant to say that the patient had a granuloma. The hcp was uncertain of the plan for this patient at that time. The patient was later identified as one of 3 patients referenced originally in MFR's rpt #: 2182207-2008-05483.

Manufacturer narrative:
.